Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the tip of the bd angiocath plus¿ IV catheter was rough and got stuck when pulling out the needle. The following information was provided by the initial reporter: "during use to the patient, the user confirmed that the tip of catheter was not smooth as it got stuck when the needle was pulled out and then inserted again. Replaced it with a new catheter."

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Event description:
It was reported that the tip of the bd angiocath plus¿ IV catheter was rough and got stuck when pulling out the needle. The following information was provided by the initial reporter: "during use to the patient, the user confirmed that the tip of catheter was not smooth as it got stuck when the needle was pulled out and then inserted again. Replaced it with a new catheter."